Event description:
The customer reported that a patient expired approximately 20 minutes into a therapeutic plasma exchange (tpe) procedure. During the procedure, the patient became restless and developed trouble breathing. A code was called. The patient later expired and the physician was called at the time of death. Per the customer, the cause of death was due to the patient's disease condition and they do not allege a deficiency with the machine or the disposable set. The customer declined to provide the patient identifier. The customer declined to provide an autopsy or discharge summary for the patient.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: per the customer, fresh frozen plasma (ffp) was being used as a replacement. Fluids hanging were anticoagulant and normal saline. The run data file (rdf) was analyzed for this event. Based on the run data file analysis, the spectra optia system operated as intended. The disposable set containing blood and an as to tube line containing blood were returned for further investigation. The set and tubing lines were visually inspected for kinks, occlusions, missi parts, mis-assembly and leaks and none were found. There were no signs of clotting in the set. The machine was checked out at the customer site by a terumo bct service technician. None of the corrections listed in the service call for the cracked door hinge or the column pressure are related to the procedure or patient death. The column pressure is not done on tpe procedures. Root cause: based on the physician's statements, the cause of death was due to the patient disease state.